Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Unit received with corroded motor home switch and corroded battery tube. The reservoir does not stay locked in due to missing retainer. Unit received with cracked battery tube threads, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, stained serial number label, keypad overlay texture damage, cracked reservoir tube lip, missing battery cap contact and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was crack on the back of the insulin pump. The customer's blood glucose was 18 mmol/l at the time of incident. It was reported that the blood glucose was treated with the insulin pump. It was also mentioned that there was damage on the battery cap and battery was not getting recognized. The insulin pump was returned for analysis.